Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. Technical services advised some testing options. In-clinic testing found reduced intrinsic amplitudes in all three sensing vectors. The doctor has elected to schedule a replacement procedure to implant a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. Technical services advised some testing options. In-clinic testing found reduced intrinsic amplitudes in all three sensing vectors. The doctor has elected to schedule a replacement procedure to implant a transvenous system. There were no additional adverse patient effects. The system remains implanted.